Manufacturer narrative:
Batch review performed on 11 september 2020: lot 101313: (B)(4) items manufactured and released on 02-jul-2010. Expiration date: 2015-05-31. No anomalies found related to the problem. To date, 40 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medacta medical affairs director: hip revision surgery performed 9 years after cementless total hip arthroplasty in a (B)(6) man. Poor quality of the single radiographic image provided doesn't allow a proper clinical evaluation. The stem looks significantly subsided but no additional information can be retrieved from this image. Due to poor quality, a black sign in the lesser trochanter region could be mistaken for a bone fracture, but it must be an artifact as no mention of this was made in the report. Therefore, the reason of this event cannot be determined.

Event description:
Revision surgery performed, 9 years after primary surgery, due to stem loosening. Stem and head have been successfully replaced.